Event description:
Customer woke up and took regular non diabetic medication. The customer felt bad so the nurse tested their blood glucose and received a result of 26mg/dl. The customer ate and drank milk. 30 minutes later the customer still felt bad and a test was done with a result of 41mg/dl. The customer was tested 10 minutes later and the result was 53mg/dl. The fire department was called and at 10:45am they received a result of 200mg/dl. No treatment was received by paramedics. After the paramedics left the nurse gave the customer 4 units of humulin based on a sliding scale and the result received by paramedics. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.